Event description:
Customer reported battery acid was found inside the pump. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although requested, no additional infornmation has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
Evaluation summary: device has been requested for evaluation. If device is received and an evaluation is performed, a follow-up medwatch will be filed.